Event description:
During verification testing at the service center, while operating on battery power the device powered off by itself without sounding an audible alarm tone.

Manufacturer narrative:
Testing and investigation found that when the device was unplugged from ac power, the device powered off without sounding an audible alarm. This was due to the battery. This report represent all the information known by the reporter upon query by hospira personnel.